Event description:
Reference number (B)(4). Event occurred in the united states. The patient had symptoms of nausea and lightheaded dka and was hospitalized due to high blood glucose on (B)(6) 2024 and was treated with IV and also reported that there was the pump in use leading up to the hospitalization. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.